Manufacturer narrative:
The communicator was returned for analysis. The post market quality assurance laboratory confirmed the reported allegation. The communicator power supply was observed to be deformed and became excessively hot during analysis.

Event description:
Boston scientific received information that the communicator wouldn't power on during an attempt to complete the initial set up. A replacement communicator was shipped to the patient. No adverse patient effects reported.